Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 3000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. The event occurred during tpn infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: the event occurred during an unspecified date of june 2024. H11: three actual devices were received for evaluation. A visual inspection was performed, and leakage was not easily identified. Functional testing was performed, and it was noted that leaks were identified from the administration spike port bonding areas of the three returned devices. The reported condition was verified. The cause of the reported condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.